Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2024, it was decided to remove clinical code breast mass, and device problem code adverse event, and add clinical code breast cyst, and device problem code migration to more accurately capture the reported event. Reason for device explant and/or reoperation: left breast cyst rupture, and device migration. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 20, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast cyst, and device migration manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old black or african american female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI. The patient has consulted with the healthcare professional. On september 19, 2024, mentor became aware that the date of surgery is (B)(6) 2024. On october 18, 2024, mentor became aware that the patient also experienced left side breast mass. On october 23, 2024, mentor became aware that the patient experienced right side capsular contracture, and left side breast mass and bottoming out in addition to right rupture and underwent bilateral replacement with allergan devices on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On november 6, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On november 10, 2024, mentor became aware that under previous follow up report 1, field h11, reason for device explant and/or reoperation mistakenly included rupture, it should have said the following: reason for device explant and/or reoperation: left breast cyst, and device migration. Manufacturer¿s reference number: (B)(4).